Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge bin 3.3 requires maintenance the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bin 3.3 required maintenance. A field service engineer (fse) addressed an issue with the pyxis es refrigerator where row 3, bin 3 was illuminated but remained locked. The fse performed diagnostic testing and observed inconsistent behavior, including an error message during attempts to open bins. The fse manually selected the affected bin, initiated a lock command, and then performed an unlock action, which successfully restored functionality. This process was repeated across all bins to confirm proper locking and unlocking operations. Diagnostic testing confirmed normal functionality. The customer subsequently recovered the failed bin successfully. The system functioned as intended after field service engineer troubleshot the device.